Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level of 596 mg/dl. The customer¿s mother reported a no delivery alarm. The customer did troubleshooting and was resolved by a complete set change infusion set and reservoir. The customer's mother reported that the insulin squirted out during manual prime process. Troubleshooting was done. The customer's mother was unable to check for the alarm history. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display, problem isolated to mother board. Unable to confirm prime/fill anomaly, excessive no delivery alarms and unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.